Manufacturer narrative:
02/26/2016 04:29 pm (gmt-5:00) added by (B)(4): the product was not returned and could not be evaluated. If it is returned or additional information is provided a supplemental report will be sent. (B)(4).

Event description:
02/09/2016 09:15 am (gmt-5:00) added by (B)(4)): account reports that on 3 separate occasions they have seen air in the oxygenator after the circuit is primed. The 3 circuits had all been pre-primed ready for use. The first and second circuit air was visualized at 28 days after pre-rime and the third circuit after 11 days of pre-prime. Air was noted to be half way up on the venous side of the oxygenator and about 1/4 of the way up on the arterial side, no air was visualized in the tubing or other components. Each of the circuits were caught before use on a patient they were being held in a closet designated for pre-primed circuits on the ICU floor, two of the circuits were disposed of and the third circuit is being retained for use in training the account does not want to send it back to maquet for evaluation this was reported in the cp product complaint dept, I was asked to now put int to the ca product complaint data base original (B)(4) event was reported (B)(6) 2016 same day as I was notified by acc.

Event description:
(B)(4) added by trackwise webservices (cpl) (tws): account reports that on 3 separate occasions they have seen air in the oxygenator after the circuit is primed. The 3 circuits had all been pre-primed ready for use. The first and second circuit air was visualized at 28 days after pre-rime and the third circuit after 11 days of pre-prime. Air was noted to be half way up on the venous side of the oxygenator and about 1/4 of the way up on the arterial side, no air was visualized in the tubing or other components. Each of the circuits were caught before use on a patient they were being held in a closet designated for pre-primed circuits on the ICU floor, two of the circuits were disposed of and the third circuit is being retained for use in training the account does not want to send it back to maquet for evaluation this was reported in the cp product complaint dept, I was asked to now put int to the ca product complaint data base original trackwise number (B)(4) event was reported 2/1/2016 same day as I was notified by acc.

Manufacturer narrative:
Correction: report date and date rec'd by MFR dates were not entered in the initial MDR. Report date date: 02/01/2016. Date rec'd by MFR date: 02/01/2016.